Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead noise warning for oversensing-noise. The rv lead also exhibited oversensing and intermittent undersensing. Also noted was oversensing and possible undersensing of the right atrial (ra) lead. The patient experienced a syncopal collapse followed by bystander cardio-pulmonary resuscitation and use of an automatic external defibrillator. The patient also required intubation. Follow-up with the patient¿s physician was unsuccessful after multiple attempts. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.